Event description:
Patient reported right side device rupture with "increased wrinkling on the upper right outside of the implant immediately adjacent to a hypodense lesion of 1.5x0.5, compatible with a small silicone granuloma". The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04apr2024. Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g1; g4; h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: granuloma, rupture.

Event description:
Patient reported right side device rupture with "increased wrinkling on the upper right outside of the implant immediately adjacent to a hypodense lesion of 1.5x0.5, compatible with a small silicone granuloma" diagnosed via ultrasound and MRI. The device has been explanted and replaced with a new implant.